Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. It was reported that the viewing station of the imaging system configuration file was corrupted. It was noted that the file was reloaded onto the viewing station of the imaging system to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A manufacturer representative reported that, while in a spinal fusion, the imaging system would not complete start-up when setting up for a procedure. It was reported that the imaging system displayed a message stating that the configuration file could not be loaded. Restarting the imaging system did not restore functionality. The surgeon opted to complete the procedure without the use of the imaging system. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: patient demographics provided. Medtronic received information that the site opted to complete the procedure with pak needles. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of approximately 1 hour due to this issue.